Manufacturer narrative:
Patient gender requested from the site. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the site had difficulty in getting the guide stem to lock into place with the base plate. It seemed the locking ring had no termination in its thread. It just kept spinning and the site could not lock it into place. They opened a new kit, it improved the ability of the locking ring to terminate spinning and thread to lock in place. The site saved the original trajectory guide kit. There was a delay to the procedure of 30 minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
The instrument was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned locking ring had been cross threaded damaging the engagement threads. There were also tool marks on the outside edge of the locking ring. The instrument was replaced and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the site had difficulty in getting the guide stem to lock into place with the base plate. It seemed the locking ring had no termination in its thread. It just kept spinning and the site could not lock it into place. They opened a new kit, it improved the ability of the locking ring to terminate spinning and thread to lock in place. The site saved the original trajectory guide kit. There was a delay to the procedure of 30 minutes. There was no reported impact on patient outcome.